Event description:
Reporter alleged there was no power on the blood glucose monitoring device display. Upon evaluation by the MFR's inquiries dept., it was determined the 3rd and 4th internal contacts were melted. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.